Manufacturer narrative:
Investigation ¿ evaluation: it was reported in the annals of international medical and dental research (2018) by kumar et al., that an unknown cook airway exchange catheter was unsuccessfully used for an endotracheal tube exchange (ett) and later broke during the procedure, leaving a portion in the patient."a 21 year old female patient, weighing 47kgs was scheduled to undergo postburn neck contracture release surgery in the elective operation theatre. Patient had history of burns of face and neck 2 years back while cooking. No other positive history or associated comorbidity was present. On examination patient had difficult airway with mouth opening of 1 finger and no extension and flexion of neck. All other investigations were within normal limits. So fibreoptic guided nasal intubation was planned. Nasal preparation of the patient was done with xylometazoline nasal drops on the day of the surgery. Fibreoptic guided nasal intubation was done through right nostril using endotracheal tube of internal diameter (ID) 7mm. But when cuff was inflated, leak was detected. So it was decided to exchange the tube using airway exchange catheter. The endotracheal tube which was in situ was replaced with airway exchange catheter (aec). But replacing this aec with new endotracheal tube of ID 7mm failed even after multiple attempts. So aec was taken out and it was planned to intubate again with fibreoptic endoscope. On examination with fibreoptic endoscope a small aec part was found just above the vocal cords [figure 1]. When aec was examined, a small part was found missing. Luckily no broken part was pushed further into trachea or esophagus. Patient was intubated using fibreoptic endoscope. Surgery startedthereafter. Maintenance of anaesthesia was done using sevoflurane and usig inj. Atracurium as a muscle relaxant. Analgesia was given in the form of inj. Fentanyl 120¿g and inj. Paracetamol 100ml IV. Surgery completed uneventfully and patient was extubated successfully. After extubation, patient was shifted to the recovery room and monitored for 2-3 hours before shifting to ward. Reviews of the documentation, including the quality control procedures and instructions for use (IFU) for device, were conducted during the investigation. The complaint device was not returned for evaluation; therefore, a physical examination could not be conducted. However, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient controls are in place to detect this failure mode prior to release. The device history record (DHR) was unable to be completed, due to the lack of lot information from the complaint facility. A review of the sales report to the customer was unable to narrow down the lot number. Cook also reviewed product labeling: there is an instructions for use (IFU) pamphlet, c_t_cae_rev6. Warnings: ensure proper sizing of the cook airway exchange catheter within double-lumen endotracheal tube. Failure to do so may cause small fragments to be shaved off during removal of the cook airway exchange catheter. Endotracheal tube exchange: 1. Before advancing the cook airway exchange (cae) catheter into the endotracheal tube to be replaced, confirm correct endotracheal tube position. 3. Advance the cae catheter, side ported end first, into the endotracheal tube to be replaced. Note: it is recommended that a sterile lubricant be applied to the orifice of the endotracheal tube prior to introduction of cae catheter. How supplied: upon removal form package, inspect the product to ensure no damage has occurred. Evidence gathered upon review of dmr, IFU and no product return, cook was not able to find evidence the product was manufactured out of specification. Cook was not able to find evidence of nonconforming product in house or in the field. Based on the information provided, no product returned, and the results of our investigation, it was concluded that a definitive cause for the failure could not be established. Per the risk assessment no further action is required. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Event description:
It was reported in the annals of international medical and dental research (2018) by kumar et al., that an unknown cook airway exchange catheter was unsuccessfully used for an endotracheal tube exchange (ett) and later broke during the procedure, leaving a portion in the patient. "A 21 year old female patient, weighing 47kgs was scheduled to undergo postburn neck contracture release surgery in the elective operation theatre. Patient had history of burns of face and neck 2 years back while cooking. No other positive history or associated comorbidity was present. On examination patient had difficult airway with mouth opening of 1 finger and no extension and flexion of neck. All other investigations were within normal limits. So fibreoptic guided nasal intubation was planned. Nasal preparation of the patient was done with xylometazoline nasal drops on the day of the surgery. Fibreoptic guided nasal intubation was done through right nostril using endotracheal tube of internal diameter (ID) 7mm. But when cuff was inflated, leak was detected. So it was decided to exchange the tube using airway exchange catheter. The endotracheal tube which was in situ was replaced with airway exchange catheter (aec). But replacing this aec with new endotracheal tube of ID 7mm failed even after multiple attempts. So aec was taken out and it was planned to intubate again with fibreoptic endoscope. On examination with fibreoptic endoscope a small aec part was found just above the vocal cords [figure 1]. When aec was examined, a small part was found missing. Luckily no broken part was pushed further into trachea or esophagus. Patient was intubated using fibreoptic endoscope. Surgery started thereafter. Maintenance of anaesthesia was done using sevoflurane and usig inj. Atracurium as a muscle relaxant. Analgesia was given in the form of inj. Fentanyl 120¿g and inj. Paracetamol 100ml IV. Surgery completed uneventfully and patient was extubated successfully. After extubation, patient was shifted to the recovery room and monitored for 2-3 hours before shifting to ward." Literature citation: kumar. P et al (2018). Broken airway exchange catheter- a rare and serious complication. Ann. Int. Med. Den. Res. 2018; 4(6): an25-an26.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. E1 - customer (person): postal code: (B)(6). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.